Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced parts and serviced the instrument. The fse performed a precision run with 20 replicates. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab and were questioned because they did not match the clinical picture of the patients. The specimens were re-tested on a different instrument and obtained results were lower. Patient treatment was not affected in connection with this event.